Event description:
There have been multiple operation-related events with one defibrillator/monitor used for ambulance transports. Event #1: [date redacted], crew was working on a cardiac arrest and transporting a persistent ventricular fibrillation customer. Enroute to the hospital, the crew did a rhythm and had a pulse. When the crew member put the blood pressure on and cycled the cuff, the reading was xxx/xx. Crew member tried again with the same result. The crew member did not want to turn off the monitor because they were in the middle of a cardiac arrest. Monitor pulled from service. Biomed tested the monitor and were unable to duplicate the problem. Checked noninvasive blood pressure (nibp) internal leak test - passed. Monitor returned to ambulance services. Event #2: during preventative maintenance (less than a week later), the unit failed etco2 leak test. One month later, there was a call in to physio control for service rep to check for high rate of etco2 pump. Pump replaced by vendor and preventative maintenance completed. Event #3: approximately 1.5 months later-reported keypad membrane "bad." Replaced keypad and unit passed test. Event #4: another 2 months later-"bad" keypad; replaced with new. Event #5: around same time as event #4: crew noted monitor would not turn on despite troubleshooting efforts including plugging in with new batteries. Biomed was able to duplicate the problem. Disassembled the unit. Reseated cable to interface board. Unit worked. Will run for a couple of days and see if problem comes back. Will order interface board and cable. Event #6: recently, the unit intermittently turns off while in use. Sent to physio control. No known patient harm caused by any of the events with this unit.